Event description:
It was reported that the surgeon made a little hole in the posterior side of the aorta with the needle of the atc018 during the insertion process. The surgeon sutured the hole before continuing the operation. Reportedly no consequence to the patient.